Event description:
Consumer called. Meter displaying partial characters. Meter is displaying 88 instead of 888 during the power on display. No adverse event.

Manufacturer narrative:
Lcd fault. (B)(4).